Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) initially found that main drawer 5.2, row b, had failed and was showing as not detected on the bus. Although the customer indicated the issue began with drawer 5.1, the fse first replaced the retractor band on drawer 5.1. Since row b on drawer 5.2 remained undetected, the row board ribbon cable for drawer 5.2 was replaced. After completing the repairs and testing both drawers using the hardware test application (hta), the device functioned correctly without any issues. The customer verified successful operation, and the drawers continued to work as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.